Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that low draw occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "during use, customer found the tube low draw."